Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: on examination, the battery compartment was noted to be cracked. The battery cap measurements were found to be out of specifications; the cap was difficult to remove from the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.